Event description:
Caller alleging receiving discrepant low inratio values. On (B)(6) 2014, 6:00 am lab draw >8.9; 10:00 am inratio 2.8; 12:35 pm 2nd inratio >7.5 (used venous blood); 12:35 pm 2nd lab draw >8.9. Sometime between 12:35 and 1:30 pm 3rd inratio 2.9. At 1:30 pm 4th inratio >7.5. Pt's therapeutic range unk. Two meters were used but it is unk which reading came from which meter. This MDR(B)(4). MDR #2027969-2014-00546 (B)(4).

Manufacturer narrative:
Investigation pending.